Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated from the vt zone to the vf zone after the first shock therapy was applied. The device then delivered a shock that successfully converted the rhythm. In addition, the device exhibited undersensing during vf. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
Code (B)(6) added.

Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated from the vt zone to the vf zone after the first shock therapy was applied. The device then delivered a shock that successfully converted the rhythm. In addition, the device exhibited undersensing during vf. No additional adverse patient effects were reported. This device system remains in service.